Event description:
A vaxcel plus dialysis catheter had ben therapeutically implanted in a femal patient (age unknown) in 2006. On that same day it was observed that bleeding occurred from the device between the hub and the catheter. In addition, a hole was observed in the catheter. A replacement device was successfully implanted in the patient. There was no adverse affect on the patient as a result of the reported problem. The evaluation of the device determined that the hole was located distal to the suture wing.